Event description:
During deployment of the 23mm sapien xt valve, the delivery system balloon burst. The valve was placed and stable. The patient has moderate annular calcification with severe calcium in the l cusp, severe leaflet calcification and mild aortic root calcification. The delivery system was prepped with 18cc¿s of saline as per the physician¿s request. The valve was placed in a 50:50 position and during deployment the balloon burst; the valve landed 50:50 with mild-moderate paravalvular leak. The valve was post dilated with a 24mm non edwards balloon. Repeat echo showed the pvl had reduced to mild. The patient remained in stable condition. The perceived root cause for the balloon burst was the severe calcification in the left cusp.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned to edwards as it was discarded. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was attributed to patient factors (i.e. Severe calcification in the left cusp). Of note, the nominal inflation volume is 17ml per the IFU, in this case the physician added an extra cc of volume, for a total of 18cc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.